Event description:
During an operation, the occluder display indicated that the occluder was open and blood was flowing through the tubing. However, the occluder was actually fully obstructing the tubing. As a result, there was no blood flow to the pt, and the venous reservoir was drained. No pt injury has been associated with this event.